Event description:
At completion of reclast infusion the rn noticed IV fluids on floor. When tubing was inspected it was seen that fluid was escaping from the lowest port closest to IV site. Appeared to be leaking for tubing adhesive connection. This happened with another set on the same day as well. Same model number and lot#.